Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. There is evidence that the reamer tip must have contacted the guide wire while drilling in and out several times and broke off due to an overloading situation. Such problems can occur if the guide wire is slightly bent, which could lead to contact. The fact that this reamer is more than 5 years old indicates wear and tear during long term use.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent surgery for femoral trochanteric fracture on (B)(6) 2012. The doctor drilled to the femoral head to insert a proximal femoral nail a (pfna) blade. The patients bone quality was relatively good and the drill could not proceed into the femoral head smoothly, so the doctor took the drill in and out several times. The drill bit broke. The broken fragment left in the femoral head was found by x-ray image. The doctor used the hook guide for the end cap and hooked it on the fragment, and was able to retrieve the broken fragment. This is report 1 of 1 for complaint (B)(4).